Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer has no idea regarding the origins of the debris. Due to the defect, the device was not properly reprocessed before it was sent in. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained since the device could not be properly reprocessed due to the physical damage on the device. The foreign material was unable to be identified. The event can be prevented by following the instructions for use: "[olympus gf-ue190 reprocessing manual] describes reprocessing procedure of gf-ue190." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide results of device evaluation. During device evaluation at olympus, it was found the complaint was confirmed and the channel was clogged with an unidentified foreign plastic material. Also, evaluation found the biopsy channel was perforated and the acoustic lens was scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that something was stuck in the working channel of the evis eus ultrasound gastrointestinal videoscope and would not come out. Strong bubbling was noted at the distal end. The scope could not be reprocessed properly before being returned for evaluation. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.